Event description:
The connector on the inner cannula broke while the hospital staff was turning the pt to bathe him, the device had been in use for a month. The inner cannula was retrieved and replaced with a temporary cannula until the trach could be changed out. The pt is on a ventilator. No pt injury was reported.

Manufacturer narrative:
Analysis of the returned product confirmed the report that the 15 mm connector had separated from the inner cannula. A dimensionaly analysis of the two mating parts found the parts to be within specifications. Excessive force greater than that associated with normal use appears to have been exerted on the 15 mm connector. A lot number review of the manufacturing records, product complaints, and device history records was conducted, and no related discrepancies or nonconformances were found associated with the same lot.